Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Poor sensing and high threshold were noted during follow-up. Technical services reviewed the session records and it was discussed with the physician that the issue was likely due to a lead to tissue interface problem. The physician elected not to perform any intervention. The patient was stable.